Manufacturer narrative:
Occupation: rn, cticu educator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium tubing. The iab had been inserted on (B)(6) 2023. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was replaced with a new one to continue therapy without further issue. It was noted that a couple days prior to iab removal, the console had generated catheter restriction and gas loss in iab circuit alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium tubing. The initial insertion was reported to be femoral on (B)(6) 2023. The iab was then reinserted on (B)(6) 2023. This insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that within the 24 hours prior to the leak, four catheter restriction alarms had occurred with patient movement. It was also noted that a gas loss in iab circuit alarm had been generated while the patient was asleep. The iab was removed on 30november2023 and a new one was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Gfe response received 24jan2024. The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 76.5cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter and inner lumen kink causing the reported problems. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).